Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the (B)(4) and the reported symptom could not be reproduced. Complete preventative maintenance was performed on the device and it was returned to use. (B)(4).

Event description:
On (B)(6) 2014 at the (B)(6) medical center in (B)(6) it was reported that the rotaflow console serial number 90430044 displayed a head error message during training. (B)(4). The other event reported in this complaint is being submitted in a separate medwatch 8010762-2015-00509.